Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The device was not returned for evaluation; as the hospital will not authorize release of the device for return. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A supplemental will be forthcoming with the device history record or any other additional information obtained.

Event description:
It was reported that when the surgeon was performing a thrombectomy on an arm in a native artery, the tip of the fogarty broke off in the patient and they were having difficulty retrieving it.